Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator has a battery that will not fully charge, and the fan kept running. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator has a battery that will not fully charge, and the fan kept running when powered off. During troubleshooting, the customer checked event log, but no error codes were found. The customer then swapped the battery with known good device, but the issue was reoccurring. The rse recommended to swap the power management (pm) board and see if symptoms are still the same. The rse suggested replacing pm board if there is a change. The customer was provided with the part number for replacement pm board. The customer contacted philips again and reported that the circulation fan keeps turning off every four seconds. The rse informed the customer to inspect the wire interminal on the battery connection. It was noticed that one of the wire terminals was pushed in. After reconnecting the wire terminal, the issue was resolved. A follow up was performed with the customer, and the customer confirmed that the issue was resolved after the wire was reconnected. The device was returned to service.